Event description:
A 55-yr-old female with failure of left breast implant. The pt had a gel mammary prosthesis, 300 cc round implant which became locally infected. The pt underwent surgical removal 3/13/96 and was stable post-op.